Manufacturer narrative:
A review of the instrument log for the vse instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system sl0218. This is a single use instrument. Isi received a video clip of the da vinci-assisted surgical procedure. A review of the video clip was conducted by an isi clinical development engineer (cde). The 38 second video shows the user attempting to apply energy to fatty tissue twice. The assumption is that the user is using the seal function of the vse, however, the cde could not read the arm pod to confirm this due to the quality of the video. During the first attempt, bubbling, and steam could be seen generated from the proximal end of the vse jaws, and the continuous tone is heard from the erbe generator. After approximately 4 seconds, the generator provides the tri-tone to signal that the auto-stop has been reached. The fatty tissue is inspected, and tissue effect can be observed: charring of the fatty tissue where it was held by the proximal portion of the vse jaws, and discolored tissue where the rest of the electrode was positioned. The vse grabs the same portion of tissue, and applies energy again. Bubbling and steam can be seen generated from the proximal end of the vse jaws, and the continuous tone is heard from the erbe generator again. The tri-tone signal is heard after approximately 5 seconds of energy delivery. After the jaws are removed, further desiccation of the tissue can be observed. The cde could not confirm if the vse was not delivering sufficient energy to the tissue, especially since the video is of the vse attempting to seal on fatty tissue as opposed to a blood vessel. A review of the site's complaint history does not show any additional complaints related to this product. Isi received the vse instrument involved with this complaint, and completed the device evaluation. Failure analysis investigation did not replicate, nor confirm the reported complaint. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and the jaw ceramic dots were present. The knife slot measured at 0.029, and the jaw gap verification passed at 0.005. Electrical continuity was tested and passed. The instrument delivered energy without any issues and passed the cut test. A review of the remotefe logs showed no failure occurred. The grip force test passed with the following results: straight 6.561, pitch 5.960, yaw 6.219. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. The vessel sealer extend instrument reportedly did not sufficiently complete a seal, and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. Although there was no patient injury reported, if the product issue were to recur, it could cause, or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument worked and burned poorly. After a while, it stopped working completely. Switching contacts did not resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon on (B)(6) 2020, and obtained the following additional information: the instrument was inspected prior to use, and there was no damage, nor anything out of the ordinary. The surgeon was attempting to seal, but there was no energy. Bipolar energy worked on the instrument. The instrument worked for approximately 1 hour prior to the issue. During the sealing sequence, there was the audible signal (continuous tone) when the pedal was pressed. No errors occurred. The target tissue was the interior mesenteric artery (ima). The target tissue was not under tension. The vessel was not greater than 7 mm in diameter. There was no evidence of vessel calcification, and the tissue had not been exposed to any radiation, or chemotherapy. There was no tissue effect observed during the sealing cycle. The instrument jaws did not come into contact with a clip, suture, staple, or other metal object when the issue occurred. The instrument jaws were not immersed in a liquid nor contaminated by carbonized tissue. The patient did not experience any unexpected bleeding. The surgeon did not know what caused the issue. When the surgeon suspected that sealing did not work properly on the ima, they did not activate cutting. The surgeon provided a video from testing the instrument on fatty tissue. The procedure was delayed by 10 minutes. At the time of the procedure, the patient was (B)(6).